Event description:
The customer reported that the 4mm offset adaptor was aligned to 11 o'clock and torqued. The customer further reported that the surgeon then attached the press fit stem and torqued. The offset adaptor had moved to 1 o'clock. The surgeon assumed this was because there was not enough torque, however, the surgeon was unable to undo the torque to reposition the stem. It is further reported that a second stem was borrowed from another hospital and after 20 minutes, the procedure was completed successfully.